Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine via implantable pump. The company representative (rep) reported that the patient was initially scheduled for a pump pocket revision due to the pump repeatedly flipping in the pump pocket. The healthcare provider (hcp) believed this was likely causing a catheter obstruction since there was no return of cerebrospinal fluid (csf) during a catheter access study that was performed in a hcp office (date unknown). The catheter had twisted so many times that it had broken off where the catheter attaches to the pump. The physician proceeded to dissect out the entirety of the proximal pump segment and removed it. He was given a new 8780 catheter and used only the proximal pump segment from the kit. He attached the new pump segment to the existing spinal segment, which was noted to have csf dripping from it prior to attaching the new segment. He then attached the existing pump to thecatheter. The catheter was then aspirated before and after placing the pump back into the existing pump pocket with positive return of csf to ensure patency. Incisions were then irrigated and closed. The patient factor for the event was being obese. The pump wasin an abdominal fold that pushes out when the patient was in sitting position. The patient weight and medical history were unknown at this time. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# /serial# (B)(6), implanted: (B)(6)2023,explanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.